Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that a device is non-functional and would not power on. During evaluation of the device, it was observed that the safety segment was missing from the light head assembly. The customer performs their own preventive maintenance and servicing and was unable to determine when or how the safety segment became detached. As a result of the missing safety segment, the light head was retained only by the brake screw and friction. This allowed the light head to slide downward. The device was repaired and verified to function as intended.